Manufacturer narrative:
Product complaint : (B)(4). Date sent to the FDA: 08/18/2021. Additional information was requested, and the following was obtained: could you please explain what do you mean by "suture broke from needle"? Suture broke away from the needle. Did the issue was that suture got broken? Please explain , suture pulled off the needle did the issue was that needle got separated from the suture? Please explain , yes what was used to complete the procedure? Opened another company¿s suture. How many pieces present the issue? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please explain what do you mean by "suture broke from needle"? Did the issue was that suture got broken? Please explain. Did the issue was that needle got separated from the suture? Please explain. What was used to complete the procedure? How many pieces present the issue? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-05861, 2210968-2021-05862, 2210968-2021-05863, 2210968-2021-05864 and 2210968-2021-05865.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.